Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor broken and missing parts; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was stuck in the skin but was removed with tweezers and tape and that 2 sensors which were received were bent. The customer's blood glucose reading was unknown 160 mg/dl at the time of incident. Troubleshooting found that a change sensor alarm was received and that the customer had the sensor in for 6 days, longer than recommended. The customer was advised that the sensors would be replaced.